Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large needle driver instrument was analyzed and the customer reported complaint was not confirmed by failure analysis. Failure analysis could not verify the external event related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly and had no issues with gripping/grasping suture needles. The instrument was retested and passed as fully functional. There was no physical damage at the distal wrist. The housing was removed for inspection and found no damage. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported. RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: it was alleged that the large needle driver instrument moved with unintuitive motion as the instrument rotated on its own. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during da-vinci assisted prostatectomy surgical procedure, the 8mm large needle driver instrument was unable to hold the needle, causing it to rotate. Backup instrument of same kind was used to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. The nurse noted that the large needle driver moved unexpectedly. The surgical team was not able to keep the needle in the correct position, because instrument did not have sufficient grasp. This caused the needle to rotate and could not be used. The instrument rotated on its own. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer and while the surgeon was attempting to manipulate instrument from the surgeon console. There was no instrument-to-instrument or system arm-to-arm interference. According to the operator, the problem was persistent, making it impossible to continue using the needle driver.